Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing on stored electrograms (egm) and that there were lead integrity alert (lia) warning for high rate non-sustained episodes and sensing integrity counter (sic). The rv lead also exhibited out of range (oor) high pacing impedance for bipolar and rv tip to coil. It was further reported by the patient that their current lead was broken too.  The patient also stated there implantable cardioverter defibrillator (ICD) had felt off as it did not feel right and the patient experienced swelling at the pacemaker site. The rv lead and device remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing on stored electrograms (egm) and that there were lead int egrity alert (lia) warning for pacing impedance variation and sensing integrity counter (sic). The rv lead also exhibited out of range (oor) undefined high pacing impedance for bipolar and rv tip to coil. It was further reported by the patient that their current lead was broken.  The patient also stated the implantable cardioverter defibrillator (ICD) had felt off as it did not feel right and the patient experienced swelling at the pacemaker site. The device remains in use.  It was further reported via follow up with the patient's clinic that the rv lead did fracture with a visible gap at the side of the tie down. The rv lead was replaced. Additionally, it was noted that the patient experienced swelling post procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: b5, h6 fdd/annex a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.